Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The medtronic representative analyzed the tracer registration performed and suspected that the pattern was a cause of the imprecision.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision of 3-5 millimeters occurred resulting in a cerebrospinal fluid (csf) leak. No additional information was provided.

Manufacturer narrative:
Correction: device manufacture date updated to proper value.